Manufacturer narrative:
Only the basket wire was returned to omsc for investigation. The wire broke at about 220 mm position from the distal end and the broken section extended. The basket was deformed and the outer diameter of the basket wire was within standards. Since the subject lot was unclear, the mfg records of the six months lots before the delivery date was checked and nothing abnormal detected. According to the report from the user facility and a result of the investigation, omsc assumes that the condition of the pt such as severe cbd stenosis might lead to the impaction of the stone. In addition, the stone was too hard to crush and that caused the breakage. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during endoscoped retrograde cholangio pancreatography (ercp), the subject device was used to retrieve a small stone; however, the stone was kept by the basket and it was impossible to be removed from the papilla due to a severe cbd stenosis. The dr connected the device to a competitor's emergency lithotriptor as described in the instruction manual but during operation the basket wire broke at the point of pt mouth, inside the metal coil of the emergency lithotriptor. At this point, the remaining wires were too short to be connected again to the emergency lithotriptor. The basket itself remained undamaged inside the cbd. On the same day, surgeon first tried to remove the basket by percutaneous technique but no success. Then he decided to convert to open surgery and duodenotomy was needed. The basket wire was cut in two parts and both were retrieved surgically. The pt was reportedly still in the hosp.